Event description:
According to the reporter, during an esophageal surgery, the device had an inadequate/partial sealing (with evidence of energy delivery and end tones heard). The issue occurred at the start of surgery and procedure was completed by replacing it with another ligasure device. The device was cleaned on multiple opportunities. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an esophageal surgery, the device had an inadequate/partial sealing (with evidence of energy delivery and end tones heard).there was bleeding after a cut was made. The device was cleaned on multiple opportunities.